Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that she notified her managing physician about the issue; she needed batteries only. There were no circumstances that led to the issue. To resolve the event, the patient replaced the batters. The loss of therapy was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that she started urinating and not making it to the bathroom. She was going to try to increase her stimulation but when she tried using her patient programmer (pp), she saw the pp batteries needed to be changed screen. She did not have any batteries at the time of the call and was going to call back for assistance in adjusting stimulation after getting batteries. The loss of therapeutic effect was noted to have occurred on (B)(6) 2016. The inability to adjust stimulation due to low batteries occurred the following day. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.